Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed opening assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Additional observations noted during device analysis were creases and wear abrasion. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d6b, e1, h6.

Manufacturer narrative:
Clarification to d6a: partial date of 2005 provided. Continued e1 -- alternate email address: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the right side. Device remains implanted. The manufacturer of the device is unknown.